Event description:
Medtronic received information that 9 years and 11 months post implant of this aortic bioprosthetic valve, the patient is being evaluated for a transcatheter valve-in-valve replacement. It was reported that computed tomography (CT) showed calcium between left and right coronary cusps. The patient was evaluated for valve replacement due to stenosis with high gradients. No intervention or adverse patient effects were reported. Medtronic received additional information that 10 years and 15 days post implant of this 23mm aortic bioprosthetic valve, a transcatheter valve was implanted valve-in-valve. No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.